Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) as the patient was bothered by the location and feeling of the reservoir component. The existing reservoir was removed and replaced with a new one in a better position for the patient. There were no patient complications. The explanted reservoir is not expected for return.